Manufacturer narrative:
(B)(4).

Event description:
It was reported that ¿efficiency was not good¿ after the device was implanted; the patient still had dyskinesia symptoms. Every time seasons changed, the patient experienced pain in their head and chest area where the implant was. Due to the ¿poor efficiency¿, the patient¿s mood was ¿not stable¿ and she wanted to commit suicide in (B)(6). Reprogramming was attempted then, but the dyskinesia didn¿t get better, and in (B)(6), got worse. Reprogramming was again attempted early november and the dyskinesia got better but the patient¿s ¿active was stiff¿ due to the changed stimulation mode. Three days later, the patient¿s legs felt weak, and she additionally felt cold and sick. Sinemet and madopar were taken, and the symptoms got better. Four days after that, the patient went for a ¿blood check¿ and the healthcare provider indicated the patient ¿didn¿t get cold¿. Subsequently, the patient¿s whole body felt weak again, and she felt cold and sick. Reprogramming was again attempted approximately a week later, and after increasing ¿the parameter¿, "the symptom" was controlled. The patient was doing well.